Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c2124305 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 26th march 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in deploy position. Red shuttle on 8th dimple. Safety wire still in place. Stent approx. 1cm partially deployed. Break observed on outer cather (flexor) approx 103.5cm from white tip. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. Clarification was received from the customer regarding answers to the additional questions, it was confirmed that the presence of a wire sticking out of the metal stent sheath was the exposed inner catheter. It was also confirmed that a 3cm stenosis was treated and images of the procedure are no longer available. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. The customer reported that the introducer catheter broke during stent deployment. It is possible that a tight stricture/difficult anatomy led to a kink in the flexor, continued attempts to deploy may have led to a build up of pressure at the kink subsequently leading to the flexor break, as noted in the lab evaluation. As a result of the flexor break, the stent could only be partially deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 17-oct-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The introducer catheter broke during stent development patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Another one stent according to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. At what stage of the procedure did the complaint occur? During stent placement, 2. What endoscope type and channel size was used? 4.2 mm 3. What was the position of the elevator? Open, 4. Details of the wire guide used (diameter, type, make)? Jagwire 0,035 mm 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes, 7. Please advise the anatomical location of the intended target site. Choledocus 8. How long was the stent in the patient by the time this complaint occurred? 60 mm 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? Yes 12. What intervention (if any) was required? Another stent placement 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes 15. If yes, please specify what was observed and where on the device it was observed. Presence of a wire sticking out of the metal stent sheath. Stricture information: 1. What was the length and diameter of the stricture? Post- endoscopic sphincterotomy bleeding 2. Where was the stricture located in the body? 3. Was there resistance felt passing wire guide through stricture? N/a, yes, 4. Was there resistance felt passing the evolution through stricture? N/a, yes, 5. Was the stricture dilated before stent placement? N/a yes, questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment, 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? Yes questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? No 5. Was the safety wire fully removed before removing the delivery system? No 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) it was not possible to open the stent 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.